Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that they were hospitalized for low blood glucose levels. Customer's blood glucose levels at the time of admission was 40 mg/dl. Customer stated the perceived cause of their low blood glucose levels was a urinary tact infection. Product is not being returned or replaced.